Manufacturer narrative:
Country of incident occurrence - (B)(6) .

Manufacturer narrative:
Although requested specific date of death, it was not provided. Patient expired between (B)(6) 2018. Country of incident occurrence - (B)(6). The device was used in treatment. The device was discarded, therefore will not be returned for analysis; as a result, the clinical observation cannot be confirmed. A review of the device history record (DHR) was conducted and there was no manufacturing rejects or anomalies recorded in the DHR affecting released product. A complaint review found no additional complaints. Per quality assurance procedure (abiomed introducer sheath) in-process & final inspection: device is tested one hundred percent for cap and seal inspection, a leak test is perform, also an occlusion test is perform. Sideport with valve assembly samples are randomly selected for visual inspection: with the naked eye, inspect sideport assembly for excessive glue. Smeared glue to the sideport assembly is not acceptable. Verify the sideport tube is properly bonded to hub and stopcock valve by gently tugging on both joints. The instructions for use, abiomed adelante s2 - hemostatic peel away & sideport. Under precaution: aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Aspirate all air from the sheath valve assembly by using a syringe connected to the sideport. Flush the sheath with 5 cc of saline immediately before peeling the sheath away in order to minimize back bleeding. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
The patient was presented with acute mi and cardiogenic shock. The impella was attempted to be placed on (B)(6) 2018; insertion at the right axillary for placement of the impella 5.0. At placement the team observed a bleed due to problems with the valve of the introducer (aix kit); the valve was leaking. The device appeared fine but started to leak in the cross opening of the valve. The leak was detected as soon as the first guidewire and diagnostic catheters were inserted. One 5.0 impella was inserted through the valve, but both 6 and 8 french introducers were used and passed through the valve to try to contain the bleeding. The patient loss 500cc of blood. The device was not tested outside of the patient, prior to use in the surgery. The impella 5.0 serial number (B)(4) was explanted sunday (B)(6). Due to ischemia of the leg. The patient died of multiple organ failure according to treating physician, the impella supported the patient and was not was a contributing factor to the patients poor outcome. Specific date of death unknown, however patient expired between (B)(6) 2018.